Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-s1. It was reported that during tightening, the setscrew of the connector stripped. The connector was left in the patient. No patient complications were reported.